Manufacturer narrative:
The device has not yet been returned to the MFR for eval. When the device is received, a quality investigation will be performed and a f/u report will be filed.

Event description:
It was reported that green fluid came out of the device during use. The pt was given antibiotics as a result of this event. No further info has been received despite numerous attempts.